Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that stent damage occurred. This 3.50 x 48 synergy drug eluting stent was selected, during delivery the stent became damaged. The stent remained on the balloon and was removed from the patient. A new synergy drug eluting stent was used to complete the procedure without any problem. No patient complications were reported and the patients status is fine.